Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, guide wire coating sheared off. The target lesion was located at the calcified, bifurcation between the left main (lm) and the circumflex coronary (cx) artery. The physician advanced a pt graphix guide wire in the cx through the side cell of the previously placed non-bsc stent in the lm. During removal of the guide wire a portion of the coating at the tip sheared off and lodged in the left anterior artery (lad). The physician completed the procedure with a non-bsc stent crushing the coating against the vessel wall. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).